Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure and shaft break occurred. The target lesion was located in the superficial femoral artery. The lesion was reached via an antegrade approach. A 5.0 x 40, 135cm mustang¿ balloon catheter was advanced for dilation. However during the first inflation, resistance occurred and the balloon did not fully inflate. Subsequently during the second inflation, the balloon was able to inflated but could not be deflated. The balloon remained inflated and the shaft broke proximal to the proximal marker band. The patient was then sent to the operating room for removal of the device. No further patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. Three separate sections of the mustang device were received for analysis. One section consisted of the hub/manifold and catheter, the next section consistent of catheter and was still loaded onto to the customer¿s guidewire, the final section consisted of the balloon and tip. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood and inflation solution was noted within the balloon material. A visual and microscopic examination identified the balloon had become completely detached from the device shaft approximately 1mm proximal to the balloon bond site. Due to the condition of the device it was not possible to inflate the balloon to evaluate if the balloon material was damaged; however a thorough microscopic examination of the balloon material identified no damage or any issues with the balloon material that could have contributed to the complaint incident. The blood identified in the balloon may have been a result of blood entering the balloon when the balloon detached from the catheter. No damage was noted to the tip of the device. Both the proximal and distal markerbands were examined during the investigation. No issues were observed with the markerbands of the device which could have contributed to the complaint incident. Two sections of the catheter were returned for analysis. The catheter was observed to be broken at two different locations. One break was noted approximately 1mm proximal to the balloon bond site and the second break was noted 768mm distal to the strain relief. The proximal section of detached catheter was attached to the hub/manifold and no issues or damage was noted to this section. The second section of detached catheter was returned still loaded onto the customer¿s 0.035in guidewire. Severe stretching and kinking damage was noted all along this section of detached catheter. The damage was so severe; the guidewire could not be removed from the device. The damage noted to the catheter is consistent with excessive force being applied to the delivery system, which occurred when resistance was encountered removing the device. No issues were noted with the catheter of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was further reported that the target lesion was not tortuous and has minimal calcification located just above the adductor canal in the distal superficial femoral artery. After approximately 30 minutes of attempting to deflate the mustang¿ balloon using 20 and 60cc syringes, bursting the balloon with stiff guide wires fed down the sheath beside the balloon catheter and various other maneuvers, the physician intentionally cut the shaft but the balloon still did not deflate. The patient was in severe pain due to the occlusion of all distal blood flow caused the prolonged inflation time of the balloon. At this point, the physician pulled the balloon into a long sheath with very severe force which ultimately fractured the catheter just proximal to the balloon. The inflation solution used was standard 50/50 omnipaque/normal saline. The balloon was still inflated at a high pressure at the time of the surgical cut down.